Manufacturer narrative:
The field service engineer determined the vacuum suction was low, causing carryover. The ise flow path was decontaminated. Vacuum waste tubing and a vacuum nozzle were replaced. Calibration was successful and controls recovered within the customer's ranges. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they have had ongoing issues with questionable patient ise results on the cobas 8000 ise module. The customer provided examples of two patient samples that were affected. Both samples had discrepant results for ise indirect na for gen.2. The first sample also had a discrepant result for ise indirect cl for gen.2. No incorrect results were reported outside of the laboratory. The first sample initially resulted with an na value of 153 mmol/l, which repeated as 139 mmol/l. The sample was also repeated on a second analyzer, resulting with an na value of 140 mmol/l. This sample initially resulted with a cl value of 92 mmol/l, which repeated as 103 mmol/l. The sample was also repeated on a second analyzer, resulting with a cl value of 104 mmol/l. The second sample initially resulted with an na value of 158 mmol/l, which repeated as 152 mmol/l. The sample was also repeated on a second analyzer, resulting with an na value of 152 mmol/l. The na electrode lot number and expiration date were requested, but not provided.